Event description:
The customer reported seeking medical treatment for her high blood glucose of 577 mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. Ran a fixed prime test and passed. Advised the customer to change the infusion set, but the cannula was not bent. Instructed the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.